Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient felt like this pacemaker device was not working right. The patient contacted the physician and was requested to send a patient initiated interrogation (pii). An attempt to obtain additional information was unsuccessful. As of this time, the device remains in service. No adverse patient effects were reported.